Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead appears to be undersensing at times resulting in inappropriate pacing and false term ination of atrial events. It was noted that the ra lead was grossly undersensing during ventricular events. It was also noted that the rv lead appears to be oversensing during ventricular events. It was further reported that the patient was concerned that the cardiac resynchronization therapy defibrillator (crt-d) was not working based on the green light on the remote monitor. It was noted that the remote monitor lights do not signify device function. It was also noted that the left ventricular (lv) lead exhibited high threshold measurements. The device and leads remain in use. No patient complications have been reported as a result of this event.